Event description:
It was reported that at the user facility, the device power cord was burnt. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
When the field manufacturer service technician arrived at the user facility to evaluate the device, the power cord had already been removed from the device. It is not possible to determine the root cause of the reported event without an evaluation of the complete device. The missing power cord was replaced and the device was serviced for preventive maintenance.

Event description:
It was reported that at the user facility the device power cord was burnt. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.